Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal debris, pain, and instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/9/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported pain, fevers, loss of mobility, loss of marital intimacy, difficulty walking and difficulty completing activities of daily living. Medical records reported bacterial infection of hip, abscess in periarticular area with staphylococcus, patient unable to walk, pain, severe allergy to cobalt and that patient had right hip revised in 2009 with bacterial reinfection and was revised again later in 2009 and again on (B)(6) 2010 (reimplanted). It is not known what products were implanted in the 2008 revision or if antibiotic spacers were placed. The revision surgical report dated (B)(6) 2010 noted removal of antibiotic spacer, I&d of femur and acetabulum and removal of cables that were placed. There is no revision surgical reports for 2009 and no report of when or why cables were placed. Date of revision will be changed to (B)(6) 2009 since only year was reported. There were no lab result reports for infection or metal ions within medical records. Acetabular cup and hole eliminator will be added to the complaint for the infection. Part/lot updated. The complaint was updated on: dec 22, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/22/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Right hip was revised with competitor products on (B)(6) 2010. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: jan 13, 2016.